Manufacturer narrative:
Correction/ clarification d9, h6 - physical device has not returned, only device photos were received. Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported for left side "full of seroma fluid after implant removal surgery" device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15jul2024. Additional, changed, and/or corrected data: d.9.

Event description:
Patient reported no complaint against the left side device. Patient later reported "full of seroma fluid after implant removal surgery" device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported no complaint against the left side device. Patient later reported "full of seroma fluid after implant removal surgery" device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late-breast: unable to observe since it is not related to the device. As per the investigation procedure deformation and particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported no complaint against the left side device. Patient later reported "full of seroma fluid after implant removal surgery" device has been explanted.